Event description:
(B)(6) study. It was reported that complete heart block and arrhythmias occurred. The subject was on a prior regimen of aspirin and other antiplatelet medication at the time of the index procedure. Prior to the index procedure, heparin or other anticoagulant was given. A lotus introducer was placed and then the aortic valve was treated with deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial and complete resheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, in accordance with the directions for use. The subject developed complete heart block intra-procedure. Telemetry was reviewed and the subject was noted to have complete heart block, junctional escape with right bundle branch block (rbbb). The subject also had an ejection fraction of 38%. One (1) day post index procedure, electrocardiogram (ECG) revealed probable sinus rhythm with complete heart block, rbbb and left anterior fascicular block. Post electrophysiology consultation, a new permanent pacemaker was recommended, given reduced ejection fraction and requirement of 100% pacing. Two (2) days later,a new boston scientific dual chamber permanent pacemaker was implanted successfully. ECG revealed that the rbbb and left anterior fascicular block were no longer present. The event was considered to be recovered/resolved. The next day, the subject was discharged.

Event description:
Reprise IV study. It was reported that complete heart block and arrhythmias occurred. The subject was on a prior regimen of aspirin and other antiplatelet medication at the time of the index procedure. Prior to the index procedure, heparin or other anticoagulant was given. A lotus introducer was placed and then the aortic valve was treated with deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial and complete resheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, in accordance with the directions for use. The subject developed complete heart block intra-procedure. Telemetry was reviewed and the subject was noted to have complete heart block, junctional escape with right bundle branch block (rbbb). The subject also had an ejection fraction of 38%. One (1) day post index procedure, electrocardiogram (ECG) revealed probable sinus rhythm with complete heart block, rbbb and left anterior fascicular block. Post electrophysiology consultation, a new permanent pacemaker was recommended, given reduced ejection fraction and requirement of 100% pacing. Two (2) days later,a new boston scientific dual chamber permanent pacemaker was implanted successfully. ECG revealed that the rbbb and left anterior fascicular block were no longer present. The event was considered to be recovered/resolved. The next day, the subject was discharged.

Manufacturer narrative:
D4 device information - updated. H4 device manufacture date - updated.